Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 3000 ohms. There were no stored episodes of noise. Patient isometrics and pocket manipulations were performed while in bipolar configuration which produced noise. The device was reprogrammed as the patient did not require ventricular pacing. This lead remains in service. No adverse patient effects were reported.